Event description:
It was reported that the patient's pacemaker was explanted due to infection. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.